Event description:
It was reported that this pacemaker was explanted approximately 8.75 years post implant. Another pacemaker was successfully implanted. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was explanted approximately 8.75 years post implant. Another pacemaker was successfully implanted. Besides intervention, no other adverse patient effects were reported.